Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. At "low battery" (less than 50%) the ipg failed inconsistently different parts of the auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system consisting of an ipg, percutaneous leads, and lead extension on (B) (6) 2008. It was reported on (B) (6) 2008 that the pt had been experiencing overstimulation. A fluoroscopy showed that the leads had not moved and all connections were intact. The ipg was explanted on (B) (6) 2008. Follow up on the pt found that no further issues have been reported. The ipg was returned to ans for eval. No further info is available.